Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the review of the black box showed that the pump was returning to default time and date. The daily insulin delivery totals are inconsistent due to the time and date reset issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2012 due to elevated blood glucose levels (698mg/dl). The reporter believes that the pump emitted an "exceeds max tdd warning" earlier in the day and the patient did not know what to do. The patient reportedly did not receive insulin following the warning. A review of the pump shows that the date and time are incorrect. The pump had reportedly re-booted multiple times due to a worn battery cap. The battery cap reportedly had never been changed since beginning the pump. The user guide instructs the patient to replace the battery cap every six months. The pump reportedly would revert to the default time and date settings when the pump powered off. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the pump history indicated that the time and date were not set by the user when the pump powered back on. Records in the pump history appeared out of order and on the incorrect date, due to the date and time not being set correctly. The reporter indicated that the patient is non compliant with the pump and does not want to take insulin and will sometimes take herself off of the pump. This report is being made based on the allegation that the patient experienced hyperglycemia and was hospitalized.